Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the endobronchial white cuff inflation pretest failed as it had been pierced. There is no reported patient involvement.

Manufacturer narrative:
(B)(4).